Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that the host pc bios battery was low. The fse replaced the bios battery of the host pc, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that system would not start. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and determined there was a problem with the host computer having a low bios battery. The fse replaced the bios battery and returned the system to use in good working order.